Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Fse restarted the system repeatedly and the system was back to normal use. Upon troubleshooting, fse found the mpdu was defective and suggested for the replacement of mpdu. However, the customer did not accept the quotation for parts and to date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that start up failed and the system was unable to boot.the system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.